Event description:
It was reported that high impedance was observed on vns patient's system. It was reported that the patient experienced recent impact to the lead by strangulation during play. X-rays were taken and sent to manufacturer for review. Review of the x-rays by the manufacturer identified a suspect lead fracture in the lead near the generator. It was reported by the surgeon that lead revision is planned. No known surgical interventions have been performed to date.

Event description:
It was later reported that the vns patient underwent a lead replacement surgery (B)(6) 2015. The lead impedance was returned to a normal value when the new lead was connected to the existing generator. The explanted device was not returned to the manufacturer for analysis; therefore, no analysis can be performed.